Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the lead replacement was performed on (B)(6) 2021. The issue was resolved by replacing the lead. The cause was not determined.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021: product type lead product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2021: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the cause of the high impedance was not known. A replacement was planned for (B)(6) 2021.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who implanted with an implantable neurostimulator (ins) for failed back surgery syndrome (fbss). It was reported that there was a screen 42 on the controller with the specific code 81, d0n2. The code indicated that the ins was depleted and could not provide stimulation. The patient was advised to recharge the ins. However, the patient believed there was something wrong with the ins. The data report showed that there were a few instances of loss of therapy due to discharged battery. They recommended more frequent charging. No other irregularities were seen on the data report. No patient complications were reported as a result of this event. Additional information was received from the rep. A session report for the patient from (B)(6) 2021 was provided. The session report showed high impedance of 40000 ohms on all pairs involving electrode 1. Pairs involving electrodes 4 and 6 also had high impedance ranging from 25080 to 40000 ohms. The session report showed that an out of regulation (oor) also occurred. The rep reported that it was not possible to provide good stimulation. There was no unintended stimulation or shocking sensation felt. The patient had no trust in the system. It was decided that the electrode/lead would be replaced. The rep stated that for this case no faults were seen in the functioning of the ins and that it was all based on the lead.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, UDI#: (B)(4).(B)(6).